Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately ten months post-implant months post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, approximately 10 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the valve was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time. The patient is stable post procedure.

Manufacturer narrative:
Corrections to section h10: the valve was not returned to edwards lifesciences for evaluation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately ten months post-implant months post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.